Event description:
The customer reported on (B)(4) 2013 her blood glucose, carbohydrate intake and insulin history. At 6:44 pm, the pod was deactivated.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.